Event description:
I had the essure put in 2012. Last year I started having a lot of cramping, not just during my menstrual cycle, but when I had intercourse and it hurt to have sex and would start bleeding and cramping after. I am now developing cysts in my ovaries and never had that problem, so that could be part of my cramping problem. My low back as hurt most of my life, but the pain has gotten worse and more frequent.